Manufacturer narrative:
The device was reportedly discarded, was not retuned to manufacturer. During processing of this complaint, attempts were made to obtain complete event and the procedure. Lot history review could not be performed as no lot information was available. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provided information, it is inferred that bending force and/or rotational force might be repeatedly worked to the knuckled distal section of the guidewire in relation with the anatomical condition of the targeted vessel and the lesion, the force might be accumulated and resulted the breakage of guidewire when the accumulated force exceeded the product design limit. Warning section of the IFU describes: - if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action.

Event description:
Reportedly, to treat a moderately tortuous moderately calcified cto lesion at prox. Rca, a guidewire and a microcatheter were advanced by retrograde approach via epicardial channel. After the devices reached to the distal cap of the target lesion, guidewire was exchange with the subject guidewire, which was used in a knuckling shape for crossing lesion, however the guidewire coil detached and left inside vessel. Broken fragment of the guidewire was left in the artery at the physicians discretion. Procedure strategy was switched to antegrade approach, and the target vessel was stented. Patient was in stable condition and was discharged from the hospital five days after, or on (B)(6).